Event description:
This is a report of a colleague infusion pump with an 810.11 alarm, which could have caused an interruption of delivery. The reported condition occurred upon power up. There was no patient involvement, injury or medical intervention. The software version is not known. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation. The root cause of the reported problem was determined to be ail (air in line) board out of calibration. Appropriate action was taken to correct the reported problem by recalibrating the ail board.

Manufacturer narrative:
The device has been received and is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. (B)(4).